Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she was hospitalized. Customer also reported she had been receiving no delivery alarms for two days and taking manual injections. Customer stated she had a headache, was vomiting and shaking and her husband called 911. Customer thought she has the flu. Blood glucose at the time of admission was 406 mg/dl. She stated her doctor thinks there is something is wrong with the insulin pump. Customer requested a replacement. Nothing further reported.

Manufacturer narrative:
The unit was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime, compromised force sensor test, excessive no delivery test, and displacement test. The unit was received with minor scratched lcd window.